Manufacturer narrative:
The patient was symptomatic for the index procedure. The target lesion was the ostium of the lica. The target lesion was reported to be: a 95% stenosis, 20 mm length, 6.0 mm reference diameter, and concentric. The lesion was pre-dilated. An angioguard 6 mm embolic protection device was used for the procedure. A precise 8 x 30 stent was successfully deployed at the target lesion. The residual stenosis was 0%. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2011-00014 and #9616099-2011-00086.

Manufacturer narrative:
The complaint received states that during the index procedure this (B)(4) study, patient suffered an ischemic stroke while the angioguard had withdrawal difficulty secondary to fracture and separation. The patient was symptomatic for the index procedure. The target lesion was the ostium of the lica. The target lesion was reported to be: a 95% stenosis, 20 mm length, 6.0 mm reference diameter, and concentric. The lesion was pre-dilated. An angioguard 6 mm embolic protection device was used for the procedure. A precise 8 x 30 stent was successfully deployed at the target lesion. The residual stenosis was 0%. The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 30 stent successfully implanted in the ostium of the left internal carotid artery (lica) during the study index procedure. After successfully deploying the stent, the physician had difficulty withdrawing the 6 mm angioguard embolic protection device after capturing the basket and the device fractured/separated. The patient was reported to have experienced an ischemic stroke as a result that was characterized by behavioral change, dysarthria and right hemiparesis. The onset of symptoms was reported to be step-like. The patient was reported to have made a full recovery from the ischemic stroke. Emergent carotid surgery was performed to successfully remove the fractured device. The device was successfully removed with no debris noted. The patient was discharged seven days after the procedure. The angioguard was not returned, and the stent remains implanted thus neither device was available for analysis. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15068107 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15068107. The complaint of device separation could not be confirmed without the return of the device for analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel and procedural issues may have contributed to the reported event. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. No corrective action is required at this time. Review of the information suggests that procedural factors, particularly the angioguard separation and retrieval may have contributed to the reported event. This is one of two products used during the same procedure. Please reference MFR report #1016427-2011-00014 and #9616099-2011-00086.

Event description:
The report received from the (B)(4) indicated that the patient was enrolled in the study and had a precise 8 x 30 stent successfully implanted in the ostium of the left internal carotid artery (lica) during the study index procedure. After successfully deploying the stent, the physician had difficulty withdrawing the 6 mm angioguard embolic protection device after capturing the basket and the device fractured/separated. The patient was reported to have experienced an ischemic stroke as a result that was characterized by behavioral change, dysarthria and right hemiparesis. The onset of symptoms was reported to be step-like. The patient was reported to have made a full recovery from the ischemic stroke. Emergent carotid surgery was performed to successfully remove the fractured device. The device was successfully removed with no debris noted. The patient was discharged seven days after the procedure.